Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The pump passed the self test and the displacement test. The pump was programmed with a test guardian 2 link and the glucose sensor simulator. The pump communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the programmed value properly on the display graph. The pump was monitored for several days while connected to the test sensor and transmitter. The pump accurately displayed the glucose sensor test value properly. No unexpected low bg suspend alarms, calibration not accepted alarms, change sensor/bad sensor alarms, or additional sensor related errors/alarms occurred during testing.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value was 170 mg/dl and the sensor glucose was 60 mg/dl. Other blood glucose values mentioned such as 113 mg/dl or 117 mg/dl, 205 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.